Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a preimplant balloon dilatation was performed with a 25 millimeter (mm) balloon. No misload was observed during loading. During the first implant attempt the valve dislodged and was recaptured. During the second implant attempt, it was observed that the valve was under expanded as it was kidney shaped around the calcification with paravalvular leak (pvl). It was decided to recapture to reposition the valve. The valve was withdrawn and loaded onto a new delivery catheter system (dcs). The valve was deployed a third time and was implanted successfully. Three days following the valve implant, patient had pain and type a aortic dissection was observed on computed tomography (CT). The patient was brought back for cardiac surgery. The surgeon found a perforation of the intima above the commissures between the left coronary cusp (lcc) and non-coronary cusp (ncc). The transcatheter bioprosthetic valve could easily be moved and there was a clot at the bottom of the base of the right coronary sinus and below the annus against the aortomitral curtain. A tear in the muscle more than 1 cent imeter deep below the right coronary cusp towards the ncc. The native valve was tricuspid and moderately calcified. The ncc was dissected and so was the top of the adjacent sinuses. Distal diseased arch with bovine truncus and dissection at the outside bend on the right. Supracoronary ascending aorta and partial arch replacement by a 26 mm non-medtronic aortic prosthesis (gelweave), aortic valve replacement by a 25 mm non-medtronic surgical aortic valve (edwards intuity elite), deep cooling surgery, circulatory arrest and antegrade cerebral perfusion were performed. Subsequently the patient died and the cause of death was aortic dissection, renal insufficiency and intestinal volvulus. Additional information was received that mild pvl was observed during initial implant. Per the physician, the aortic dissection was caused by a tear by the edge of the infolded valve, the gap in the septum or the properly deployed valve. It was unclear whether the dcs contributed to the dissection. The transcatheter valve was explanted during successful aortic arch and valve replacement. The final implant depth was 5 mm on the ncc and lcc. The valve gradient at discharge was 13 mmhg max and 7 mmhg mean. Thrombus was detected during the urgent cardiac surgery for the dissection and no gradient was measured at that time. Following the procedure, aspirin 80 mg was used for anti-platelet therapy. The treatment prior to the patient's death was urgent cardiac surgery. The patient died one week later during the approach for emergency abdominal surgery. Per the physician, the valve and dcs could not be excluded as a contributing cause to the death.

Manufacturer narrative:
Updated data: section d information references the main component of the system. An additional device associated with the system and in use during the event: medtronic product brand name: evolut pro plus dcs; product ID: d-evprop34; lot: 0012423891; manufactured date: 2024-08-30; use by date: 2026-08-30; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: transesophageal echocardiogram (tee) provided fromevolut implant appears to be at good depth. Heavy calcification seen outside transcatheter aortic valve (tav) near right coronary cusp (rcc). Moderate paravalvular leak (pvl) seen on the anterior side of the evolut frame. Small, highly mobile echogenic structure seen in left ventricular outflow tract (lvot). Moderate mitral regurgitation (mr). Mild tricuspid regurgitation and pulmonary insufficiency. Ejection fraction (ef) is about 55-60%. Unable to visualize dissection. Cine images were provided of the event described. Patient summary was not provided. Valve load was provided, and evidence shows it was not misloaded. There was no image provided of first deployment described or recapturing of the valve. However, evidence shows that after deployment the valve appears to have an infold at the point of no recapture. It was reported that the valve was removed from the body and loaded on a new delivery system. Per instructions for use (IFU), if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. The final angiogram shows evidence of a possible aortic dissection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b2, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a preimplant balloon dilatation was performed with a 25 millimeter (mm) balloon. No misload was observed during loading. During the first implant attempt the valve dislodged and was recaptured. During the second implant attempt, it was observed that the valve was under expanded as it was kidney shaped around the calcification with paravalvular leak (pvl). It was decided to recapture to reposition the valve. The valve was withdrawn and loaded onto a new delivery catheter system (dcs). The valve was deployed a third time and was implanted successfully. Three days following the valve implant, patient had pain and type a aortic dissection was observed on computed tomography (CT). The patient was brought back for cardiac surgery. The surgeon found a perforation of the intima above the commissures between the left coronary cusp (lcc) and non-coronary cusp (ncc). The transcatheter bioprosthetic valve could easily be moved and there was a clot at the bottom of the base of the right coronary sinus and below the anus against the aortomitral curtain. A tear in the muscle more than 1 cent I meter deep below the right coronary cusp towards the ncc. The native valve was tricuspid and moderately calcified. The ncc was dissected and so was the top of the adjacent sinuses. Distal diseased arch with bovine truncus and dissection at the outside bend on the right. Supracoronary ascending aorta and partial arch replacement by a 26 mm non-medtronic aortic prosthesis (gelweave), aortic valve replacement by a 25 mm non-medtronic surgical aortic valve (edwards intuity elite), deep cooling surgery, circulatory arrest and antegrade cerebral perfusion were performed. Subsequently the patient died and the cause of death was aortic dissection, renal insufficiency and intestinal volvulus. Additional information was received that mild pvl was observed during initial implant. Per the physician, the aortic dissection was caused by a tear by the edge of the infolded valve, the gap in the septum or the properly deployed valve. It was unclear whether the dcs contributed to the dissection. The transcatheter valve was explanted during successful aortic arch and valve replacement. The final implant depth was 5 mm on the ncc and lcc. The valve gradient at discharge was 13 mmhg max and 7 mmhg mean. Thrombus was detected during the urgent cardiac surgery for the dissection and no gradient was measured at that time. Following the procedure, aspirin 80 mg was used for anti-platelet therapy. The treatment prior to the patient's death was urgent cardiac surgery. The patient died one week later during the approach for emergency abdominal surgery. Per the physician, the valve and dcs could not be excluded as a contributing cause to the death.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: brand name evolut pro plus valve; product ID: d-evprop34. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a preimplant balloon dilatation was performed with a 25 millimeter (mm) balloon. No misload was observed during loading. During the first implant attempt the valve dislodged and was recaptured. During the second implant attempt, it was observed that the valve was under expanded as it was kidney shaped around the calcification with paravalvular leak (pvl). It was decided to recapture to reposition the valve. The valve was withdrawn and loaded onto a new delivery catheter system (dcs). The valve was deployed a third time and was implanted successfully. Three days following the valve implant, patient had pain and type a aortic dissection was observed on computed tomography (CT). The patient was brought back for cardiac surgery. The surgeon found a perforation of the intima above the commissures between the left coronary cusp (lcc) and non-coronary cusp (ncc). The transcatheter bioprosthetic valve could easily be moved and there was a clot at the bottom of the base of the right coronary sinus and below the annus against the aortomitral curtain. A tear in the muscle more than 1 centimeter deep below the right coronary cusp towards the ncc. The native valve was tricuspid and moderately calcified. The ncc was dissected and so was the top of the adjacent sinuses. Distal diseased arch with bovine truncus and dissection at the outside bend on the right. Supracoronary ascending aorta and partial arch replacement by a 26 mm non-medtronic aortic prosthesis (gelweave), aortic valve replacement by a 25 mm non-medtronic surgical aortic valve (edwards intuity elite), deep cooling surgery, circulatory arrest and antegrade cerebral perfusion were performed. Subsequently the patient died and the cause of death was aortic dissection, renal insufficiency and intestinal volvulus.